Manufacturer narrative:
Insulin pump received with intermittent button response due to flattened (escape and act ) button dome switch (no crease) and partial unlocked lcd keypad connector noted during visual inspect. Unable to perform all functional testing including the displacement, operating currents, a21 error test, rewind, basic occlusion, occlusion, prime and excessive no delivery test due to buttons not responding.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump received motor error, buttons were hard to push and received no delivery alarm. The customer¿s blood glucose level was unknown. The customer also reported that they were able to complete insulin pump rewind. The customer reported that the drive support cap was normal. The customer reported that while performing displacement test the piston was not moving. The customer reports that the event was resolved by changing the complete set. The customer was advised to discontinue the use of insulin pump and revert to back up plan. The device will be returned for analysis.